Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-05462 and MFR report # 3005099803-2012-05557). It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the colon. The stricture was 7 cm in length. During the procedure, when the physician pulled back on the handle to deploy the stent, some initial resistance was felt due to the tortuous anatomy of the patient. However, the stent could not be fully deployed as the handle detached from the outer sheath and the stainless steel shaft bent. The stent system moved out of its desired position when the handle detached from the outer sheath of the delivery system. The stent was reconstrained into the delivery system and removed from the patient. It was reported that this same issue had occurred prior during the same procedure using another wallflex enteral colonic stent system (MFR report # 3005099803-2012-05462). A surgical procedure was performed to treat the colonic stenosis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. An initial examination of the returned device noted that the stent was fully mounted. The outer sheath was retracted by approximately 2 mm. The stainless steel shaft was severely bent. The deployment handle had detached from the outer sheath. It was noted that the outer sheath was severely stretched for a distance of 140 mm distal to its proximal end. The shaft was kinked at the proximal end of the mounted stent. It was not possible to retract the outer sheath by hand in order to deploy the stent as severe resistance was met. The shaft was dissected proximal to the mounted stent and the stent was deployed distally. There were no issues noted with the deployed stent or the stent holder. It was not possible to retract the outer sheath after dissection. The inner shaft was removed from the outer sheath. An examination of the inner shaft found no anomalies. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. Although the reported event of stainless steel shaft bent and handle detached from outer sheath was confirmed, a definitive root cause for the ptfe detachment could not be determined at this time. Therefore, the most probable root cause is undeterminable.